Event description:
The customer observed smoke from the architect (B)(4) external waste pump. The circuit breaker was turned off and field service requested. There was no report of injury due to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.